Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv duo assay performed within specifications. The observed specificity was consistent with the assay's expected performance. The root cause of the reported specificity concern was attributed to the use of pre-selected donor samples, which may have introduced a "switching effect" due to the transition from a pre-cleaned donor cohort to a pristine donor cohort. This effect is known to influence specificity results during initial implementation. The investigation was limited by the unavailability of calibration and quality control data. Fresh routine samples were used for the study, obtained on the day of analysis. No physical investigation was performed. The device remains in use at the customer site, and further monitoring of specificity is recommended. All initially reactive samples should be re-tested in duplicate, and confirmatory testing should be performed as per established algorithms.

Event description:
The initial reporter alleged low specificity for the hiv duo elecsys e2g 300 v2 assay during a verification study conducted at the croatian institute of transfusion medicine in zagreb. The verification study involved testing 2,122 fresh donor samples in parallel using the hiv duo elecsys e2g 300 v2 assay and a competitor's hiv ag/ab combo test. Specificity was calculated based on the reactive results from both systems. The hiv duo elecsys e2g 300 v2 assay demonstrated a specificity of 99.76%, with a lower 95% confidence limit of 99.45% and an upper confidence limit of 99.92%. Five samples were identified as false reactive by confirmatory nucleic acid testing (nat). Fresh routine samples were used for the study, obtained on the day of analysis.